Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was due to damage on the internal charge-coupled device (ccd) cable due to stress on the insertion section. The event can be prevented by following the instructions for use which state: ¿IFU (operation manual) sates as follows: important information ¿ please read before use: warnings and cautions: disappeared or frozen endoscopic image: do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, and endoscope connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchovideoscope exhibited no image. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. Image cuts off when angulated. The device passed the water dunk test. Insertion tube had heavy dents. Bending section had heavy dents. Brush passage and forceps passage had restriction. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.